Event description:
It was reported that during insertion into subocclusion the catheter kinked, the operator straightened the kink and the shaft fractured. The product was removed and there was no pt injury recorded.

Manufacturer narrative:
The complaint sample was not returned for evaluation. The lot history record was reviewed for the product, the lot met all release criteria. A definitive root cause could not be determined. However, it is possible that the user did not follow IFU instructions regarding the use of a long sheath. The IFU states: when the sleek catheter is in it's most distal position on the guidewire a guide catheter/sheath which is long enough to cover the rapid exchange port must be used.